Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735825, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the emitter was having issues. Multiple emitters were tried with no change. The site aborted use of the navigation system. The procedure was delayed by 20 minutes. There was no impact on patient outcome. The following day, a manufacturer representative was able to replicate the issue, the instrument interface had a fault. Another interface was used the fault cleared with use of both emitters. The connector for the interface was slightly bent and difficult to plug into the cart.